Event description:
Rn contacted baxter's technical service center for assistance during patient's apd therapy. Rn reported patient line did not completely prime, as rn forgot to open the line clamp. At time of call, the patient was in fill 1/3 and had already received 470 ml of solution. Due to solution currently being infused, therapy was continued and rn was advised to contact the patient's primary rn. Follow up with baxter affiliate indicates no patient injury or medical intervention as a result of reported incident.